Event description:
Major pump unit(s) involved: device thrombosis.specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: device thrombosis. Additional text: pump rotor inlet section revealed a dark, denatured thrombus formation surrounding both the inlet be. Specific component(s) involved: pump drive unit malfunction. Additional text: pump rotor inlet section revealed a dark, denatured thrombus formation surrounding both the inlet be. Causative or contributing factor: no specific contributing cause identify. Intervention(s): other interventions, specify. Other intervention : removal and replacement of intracorporeal lvad with heartmate ii lvad system. Implant device type: lvad.